Manufacturer narrative:
Other, other text: evaluation results: one mefusion pump was returned for investigation in used condition. Both tamper seals were intact. The top and bottom cases were in excellent condition. There was no visible contamination. A review of the event history log evidenced the reported syringe plunger not in place? Error. A power up test was performed using biomed diagnostics to check the digital sensors (true/false). The customer reported product problem was replicated during the test. The issue occurred because the q1 had broken off from the plunger board. The plunger board had also came off the glue. The problem source of the reported product problem was unknown. A root cause was not established. The plunger board was replaced. The device subsequently passed functional testing.

Event description:
It was reported that the medfusion pump indicated that the syringe was not in place even though it was. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement. The issue was found during testing.

Manufacturer narrative:
Other, other text: additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).